Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with chest pain. The target lesion was located in a coronary artery. A 28 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Corrected: device lot number from 19657562 to 19550297, corrected: device expiration date from 08/22/2018 to 07/26/2018, corrected device manufactured date from 09/12/2016 to 08/17/2016. Device evaluated by MFR: promus premier ous mr 2.50 x 28mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified distal damage. Stent strut rows 1-3 from the distal end of the stent were damaged and deformed. The undamaged section of the crimped stent outer diameter (od) was measured which is within max crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon was not subjected to any significant positive pressure. A visual and tactile examination of the device found no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with chest pain. The target lesion was located in a coronary artery. A 28 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.